Manufacturer narrative:
Results of investigation: vyaire filed service technician went onsite and evaluated the device. Device pneumatics manifold block was completely stripped upon arrival. Replaced manifold block, pop off valves and hose adaptors. Performed final checks- ventilator operates to manufacturer specifications. Circuit calibration and ventilation test pass. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported water trap for the air has broken off at the manifold on the 3100 a ventilator. The customer reported there was no patient involvement associated with the reported event.